Manufacturer narrative:
No devices have been returned. Review of radiographs confirmed the lock screw loosened at the l4 spine level. No revision has been completed or planned. No patient injury has been reported. No root cause has been determined at this time. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation " warnings, cautions and precautions "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis." Device was left in-situ, not revised.

Event description:
On (B)(6) 2016 a (B)(6) y/o male underwent a two level discectomy with interbody spacers and posterior fixation from s1 to l4 without complication. On (B)(6) 2017 during a routine checkup radiographic images showed a lock screw at l4 had loosened. No revision is planned. The patient is asymptomatic and no injury has been reported.